Manufacturer narrative:
Integra completed its internal investigation 11mar2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: the review of manufacturing records for product released for distribution during the last two years found no evidence of nonconformance that could have caused or contributed to the reported event. A review of complaint records showed that since product inception in 2013, (B)(4)complaints have been received for gls-0960-xx glenosphere disassociation, disengagement or loosening. During this period of time, there have been (B)(4) rss surgeries performed. This represents (B)(4) failure rate. (B)(4) complaints for glenosphere disassociation have been received during the first quarter of 2016. Since the severity of these complaints is serious, this represents an adverse trend. Conclusion: the root cause of this issue could not be definitely determined, but the record states the surgeon identified the failure was technique related.

Event description:
This is the 3rd of 3 events for the same device failure issue: same product; same surgeon ; different patients. MFR report numbers: 1651501-2016-00002; 1651501-2016-00012; 1651501-2016-00013. Additional information received via phone call with the surgeon 20jan2016: it was reported a patient presented with a disengagement of the device with the necessity of revision surgery... This is the 2nd or 3rd patient that this has happened to. Additional information received from the surgeon via phone call 3feb2016: there have been 3 cases of disengagement. All have had revision surgery. For the third case, there is a postoperative disengagement again. The patient does not want another revision surgery for now. He wants to wait and see how things go. All of the patients are doing well now. It was reported by the surgeon that the issue was technique related. The surgeon was visited by integra smes regarding these events. It was discussed that with this shoulder system, the best approach for the procedure is deltoid/pectoral. He has begun using that approach with the titan shoulder system and has not had any further problems.